Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The blower foam was replaced to address the issue. Additionally, extreme dirt, moisture, and a low circuit leak error code were documented in the repair evaluation. The device was corrected and passed all final testing.